Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was feeling a jolting sensation all over their leg and it was indicated that the issue started last year all of a sudden (2017). It was reported that they had a change in stimulation with intermittent jolting and pain at the pocket site. The rep mentioned that the patient felt pain at their pocket site with palpitation. Impedances were checked and showed that electrodes 8 through 15 were high at 1.5v, electrodes 10, 11,12, and 14 were greater than 20,000 ohms, 13 was 11,134 ohms, 15 was 11,545 ohms and the 8th and 9 the electrodes were 14,545 ohms. Impedances 0 through 7 were good, ranging from 800 to 1018 ohms (images of the impedance readings were received). The rep stated that they tried to reprogram the patient using the electrodes that were working, but the patient was not getting any therapeutic benefit. It was discussed that there could possibly be a connection issue at the pocket site since the patient was feeling sensation with palpitation. It was also discussed the potential of lead movement, but there was no x-ray from the past to compare it to. It was reported the issue occurred a year ago all of a sudden (2017). It was reported that the patient denied any falls or traumas that could be related. The issue was not resolved at the time of the report; however the patient was referred to a neurosurgeon for a system replacement. No surgical intervention occurred, but surgical intervention is planned. No further complications were reported/anticipated.